Event description:
It was reported that an asymptomatic patient experienced a vibratory alert for non-sustained lead noise and came in for a clinical follow-up. It was observed that post-paced t-wave oversensing resulted in the non-sustained lead noise alert. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.